Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed high, out of range shock impedance values. No evidence of lead noise was observed. It was commented that the lead being single coil, it is not uncommon for this to be in the shock impedance range values it is at this time. The clinician is going to continue monitoring. No adverse patient effects were reported.